Manufacturer narrative:
Section e1: title, last name, email address, address, state, post office or zip code: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) haptic was broken upon manipulating the lens after implantation on (B)(6) 2025. The lens was fully inserted into the patient's eye but was subsequently removed during the same procedure. The patient's status was temporarily impaired. The pre-operative vision was (B)(6). Vigamox was prescribed as part of the standard therapy following the event. On (B)(6) 2025, additional information confirmed that sutures were required due to incision enlargement, and a vitrectomy was performed as a complication associated with the device. The delay in the procedure was considered clinically significant. No further information is available.